Event description:
The lead was explanted due to a systemic infection. The lead was returned and analyzed and subsequently tested out of specification.

Manufacturer narrative:
The initial report of infection was received on (B)(6) 2011 and was submitted via an alternative summary reporting (asr) on (B)(6) 2011. Information was subsequently received on (B)(6) 2011 that revealed an out of spec analysis. As there is new information, this lead no longer qualifies for asr, and is therefore being submitted as a bimonthly report. Evaluation summary: (B)(4): the full lead was returned in segments, analyzed and the proximal conductor was fractured. It was noted that the defibrillation coil was distorted, there was blood/body fluid on the defibrillation conductor (not obstructed), there was blood/body fluid on the outer tubing overlay, outer tubing overlay with cosmetic environmental stress crack, the outer tubing had cosmetic environmental stress crack breach (non electrical), the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism and the lead was stretched. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.